Event description:
It was reported that an alert triggered for non-sustained episodes and short v-v intervals. Another alert triggered about 5 weeks later for the same reasons. The electrograms showed noise that appeared to be a fracture. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dvbb1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.